Event description:
Endo gia universal stapler reload #4 was opened on sterile field and the reload was secured. Stapler was fired, but unable to release. The reload cartridge came off the handle of the stapler and the reload remained on the specimen. A new gia stapler was opened to staple and cut above the unsuccessful stapler reload. No harm to patient.